Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted and replaced due to having reached elective replacement indicator (eri) battery voltage. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Products: 5076 lead implant date unknown. (B)(4).